Event description:
The customer reported a bloody fluid leak of several tablespoons from the needle bellows under the coulter lh 750 hematology analyzer. The customer indicated that the leak was not contained within the instrument and fluid leaked onto the countertop. The operator was wearing personal protective equipment consisting of a laboratory coat, gloves and eye protection at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a leak in tubing from blood detector (bd) 1 to the aspiration line. The fse replaced the duro tubing from the aspiration needle to bd3 and aspiration tubing from the needle to bd1 to resolve the leak. As a preventative maintenance, the fse bypassed the quick disconnect qd26-6 to pinch valve vl13 tubing and replaced the random access module (ram) tubing. Failure mode is related to a leak in tubing from bd1 to the aspiration line. (B)(4).